Event description:
Caller reported a malfunction on the pump after it was dropped two days prior. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the customer with resetting the pump, and the same malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any further issues arose.